Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction code recurs, which the customer acknowledged and understood.